Event description:
It was reported that a one-link needle-free IV connectstand bore non-dehp catheter extension set leaked. The reporter stated that the leak occurred at the connection site of the set with a catheter (non-baxter product). This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.